Event description:
It was reported that the patient appeared to have either an electrode fracture or sternal wires. Pocket manipulation produced noise in the primary sensing vector, and secondary had railing even when the patient changed positions. The patient was sent for x-ray imaging and s-ICD therapy was turned off. No adverse patient effects were reported. Additional information was received indicating lead slack from xyphoid to the s-ICD and an electrode fracture in the pocket. This fractured electrode, which exhibited noise and oversensing, was explanted and replaced. The physician elected to replace the s-ICD as well, but the reported issues were attributed to the fractured electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 6 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas 7 cm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient appeared to have either an electrode fracture or sternal wires. Pocket manipulation produced noise in the primary sensing vector, and secondary had railing even when the patient changed positions. The patient was sent for x-ray imaging and s-ICD therapy was turned off. No adverse patient effects were reported. Additional information was received indicating lead slack from xyphoid to the s-ICD and an electrode fracture in the pocket. This fractured electrode, which exhibited noise and oversensing, was explanted and replaced. The physician elected to replace the s-ICD as well, but the reported issues were attributed to the fractured electrode. No additional adverse patient effects were reported. The product has been received for analysis.

Event description:
It was reported that the patient appeared to have either an electrode fracture or sternal wires. Pocket manipulation produced noise in the primary sensing vector, and secondary had railing even when the patient changed positions. The patient was sent for x-ray imaging and s-ICD therapy was turned off. No adverse patient effects were reported.